Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 9.5 inches from the pump housing and the severed portion of the lead was not returned. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly, examination of the pump¿s blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the analysis of the returned device. A correlation between the evaluation of the returned device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline infection was reported under medwatch MFR report # 2916596-2016-01827. Device unique identifier(UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-4 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2017 as status 1a for a chronic driveline infection. Following an infectious disease consultation in (B)(6) 2017, a peripherally inserted central catheter (PICC) was placed, daptomyicn was ordered every 24 hours and levoflaxin 750 mg daily. Cultures were drawn at the time, but no results were available. No further information was provided.